Event description:
Hello. I have experienced a false positive covid test result when using the flowflex covid-19 antigen home test white box version (not the recalled one blue box version). The lot # for the tests I used was cov2020181 / exp 2023-06-24. I do not have symptoms but was worried about possible exposure after a long flight. I tried 3 of those tests and they all showed a very faint line indicating I have covid. I tried a different at-home test (not flowflex) and that one was negative. I have also gone to cvs for a lab pcr (polymerase chain reaction) test which has also come back negative. It appears there is an issue with the flowflex covid-19 antigen home test giving false positive results. Thanks. FDA safety report ID# (B)(4).